Manufacturer narrative:
The device was returned for evaluation and is pending investigation. A supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator monitor and the sub displays disappeared, the alarm was ringing and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the customer service engineer (cse) inspected the device and replaced the dc (direct current) to dc converter. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. The part has been returned to medtronic and is currently undergoing failure investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the direct current (dc)-dc printed circuit board (pcb) was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted, and no anomalies were observed. The pcb was attached to the failure investigation test ventilator for analysis. The test ventilator did not power up, both the status display and graphical user interface display were blank and there was a smell of burning coming from the pcb. The pcb was removed and inspected. It was reinstalled into the vent and this time on power up there was smoke coming from the pcb and the status display showed that both batteries were in an inoperative state. The pcb was removed, and a visual inspection showed that c10 had thermal damage. The pcb also damaged the r6 resistor on the power distribution pcb. The c83 capacitor device was replaced. The pcb was then attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. All testing passed and the ventilator was put into normal ventilation mode. The ventilator ran successfully in ventilation mode for over 24 hours. A review of the test ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. If information is provided in the future, a supplemental report will be issued.